Event description:
The reporter indicated the technician had a problem loading a 12.5 diopter aq2015a silicone aspheric three piece lens, there was no pt contact. The reporter indicated the cause of the event was due to the injection system.

Manufacturer narrative:
(B) (4). (B) (4).